Event description:
The customer reported that the sys had mixed pt data. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The cine cable was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.